Manufacturer narrative:
Device evaluation: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a shaft fracture occurred. The lesion was located in the non-tortuous and non-calcified left anterior descending artery. The physician advanced the 3.0x12mm maverick2 balloon catheter to the lesion without difficulty and then made multiple attempts to inflate the balloon, but the balloon would not inflate. The device was removed from the patient without difficulty, but a wire was sticking outside the middle of the tube and the shaft had fractured. There were no patient complications. The procedure was successfully completed with another 3.0x12mm maverick2 balloon catheter. Patient status is reported as "fine".